Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder repair procedure, a healicoil knotless anchor broke. All the pieces were removed from the patient with tweezers. The procedure was successfully completed with a non-significant surgical delay using a back-up device in the originally drilled bone hole. No void left in the patient. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a certificate of analysis (coa) is required for raw material. An analysis of the customer provided images found that the anchor plug is broken and the sutures are not tied. The root cause of the reported event could not be determined. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force during insertion, which can cause failure of the suture anchor or insertion device. No containment or corrective actions are recommended at this time.